Manufacturer narrative:
(B)(4). 510k #: k124030. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. The investigation also included a review of complaint history, the device history record, the instructions for use, manufacturing instructions, quality control data, and trends and specifications. One unopened package and one opened package labeled rpn hlf-s273-hsma and label lot number 8536746 was received. One fiber was returned in used condition. The device was returned in two segments. The fiber quartz was broken and separated at the base of the silicone plug cover. The edge of the cover was charred and black residue noted on the distal end of the plug cover. The inside of the plug cover was also charred, confirming transmission of laser energy to the fiber. Any of the factors listed in the instruction booklet under the precautions section could have contributed to the damage observed. The instructions for use (IFU) contains the following precautions: a number of different factors affect the life of any particular fiber, including: extending lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling. Poor lasing beam alignment of focus. Never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this complaint to be the only complaint associated to lot number 8536746. It was noted that no issues were observed with the fiber during inspection prior to the procedure and an aiming beam was observed at the start of the procedure. The laser fiber was returned and was found to be broken and separated at the red plug. The fiber was burnt and the quartz broken at the point of separation. Charring was noted at the site of the break. The cause of the damage is suspected to be due to a technician bumping into it during use. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that the cook® single-use holmium laser fiber detached from red plastic and caused a burn mark that went through a lead apron worn. It did not cause injury to the technician. The technician was in very close proximity to where the fiber detached from the connector and it was possible that the technician hit the fiber, although no one saw her hit it. Another fiber was used to complete the procedure. It was stated that the laser fiber was inspected prior to use. The aiming beam was observed prior to firing. The facility stated that it was unknown if there was manipulation of the fiber that contributed to the damage of the fiber. The fiber was in use for approximately 3 minutes prior to the event. The foot pedal was continued to be pressed for less than 2 seconds after the break was observed and it was further stated that the technician emergency stopped the laser to shut it down. According to the initial reporter, the patient or technician did not experience any adverse effects due to this occurrence.